Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" inratio: 7.5, lab: 2.0 (target was inr = 1.2). Inratio: 2.8, lab: 1.1 (subject not on coumadin). Inratio: 1.0, lab: 0.9 (subject not on coumadin). Inratio: 1.0, lab: 1.1 (subject not on coumadin). Five minutes between test and lab draw for all correlations.

Manufacturer narrative:
Investigation pending.